Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: lot number not provided detached during use (act of suturing tissue) h3 investigation summary: the product was returned to ethicon for evaluation. One detached needle outside its packaging that pertain to product code sxpp1a445 was received for analysis. Upon visual inspection of the product, it was observed that the suture was not returned for evaluation. The needle was visually inspected, and the swage area and the edge were noted with marks probably caused by a surgical instrument. There were remnants of the suture in the needle hole. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the needle popped off the suture when suturing tissue. There were no adverse patient consequences reported. Additional information was requested.